Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 of 395 mg/dl blood glucose reading and diabetic ketoacidosis. Customer was reported to be vomiting. The first incident happened on (B)(6) 2017. Customer was reported to be treated with insulin. Customer's blood glucose was 399 mg/dl at the time of call. Customer blood glucose at the time of the incident was over 400 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6) medical center. Infusion set was changed on (B)(6) 2017. Nurse did not mention air bubbles or leaks. Customer did not mention if the cannula was bent. Drive support condition was not mention high pressure test was not performed. The insulin pump setting was correct. Insulin pump will not be returning for analysis.